Event description:
Related manufacturer number:3006705815-2022-01196. It was reported that system diagnostics recorded high impedance on the lead contact 1-8. As a result, surgical intervention may occur later to address the issue. It's unknown which lead recorded high impedance and both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicating surgical intervention was undertaken wherein the left lead explanted and replaced to address the issue.